Event description:
Pt undergoing exploratory laparotomy and closure of perforation of peptic ulcer with omental pouch. The surgeon was suctioning the abdominal cavity using the suction when the inner rod of the suction got unlocked and stuck out unexpectedly, causing a superficial laceration of about 1-1/2 cm to the splenic border. The area bled and was electrocoagulated for hemostasis and was packed until the bleeding stopped. A penrose drain was inserted into the area of the spleen and exited to the left flank to allow management of possible post op bleeding or even post op infection. Estimated blood loss was about 500-600 ccs. The pt has not received any blood transfusion.